Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating) was evaluated. Upon investigation the monitor was unable to power on and the reported overheating was unable to be confirmed. The cause for the failure was isolated to the computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pca. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor felt hot.